Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. During the index procedure, an unknown size ion stent was deployed in the moderately tortuous, non-calcified left anterior descending (lad). The physician was unable to cross the previous placed stent with a 3.5x32mm ion mr stent. After the device was removed outside the patient's body, it is noted that a stent damage occurred. The procedure was successfully completed with a 3.5x16mm ion stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).